Event description:
The facility reported a pump with a low test volume. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a pump with a low test volume was confirmed. The pump failed the 12 min accuracy test during product evaluation. This event was caused by a faulty pump head mechanism. The pump head mechanism was replaced.